Manufacturer narrative:
The referenced pump exchanges on 05/09/2016, 08/08/2016 and 09/02/2016 were reported under medwatch MFR report #s 2916596-2016-01121, 2916596-2016-01716 and 2916596-2016-01894 respectively. (B)(4). Approximate age of device - 3 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient¿s postoperative course was clinically complicated, and the patient had undergone pump exchanges on (B)(6) 2016 due to suspected pump thrombus. It was reported that the patient was admitted to the hospital on (B)(6) 2016 from a rehabilitation facility due to low flow alarms and a rising lactate dehydrogenase (ldh). Echocardiogram performed on (B)(6) 2016 revealed no aortic valve (av) closure with increased lvad speed. On (B)(6) 2016, the patient¿s ldh was reportedly trending down at 444 u/l, and the inr was therapeutic at 3.0. The patient received a 500cc intravenous fluid bolus in response to continued low flow alarms overnight. On 12/13/2016, it was reported that the patient was stable, and lvad flow estimation readings had improved after treatment with argatroban. The patient had a partial thromboplastin time (ptt) of 80 seconds, and the inr was 2.4. The patient remained asymptomatic; however, the ldh continued to increase. A ramp echocardiogram performed showed no aortic valve closure, with limited left ventricle decompression. A CT angiography was negative for thrombus. The patient was being worked up for a transplant to avoid an additional pump exchange. On (B)(6) 2016, the patient went back to the intensive care unit for frequent ventricular tachycardia with internal automatic internal cardiac defibrillator (aicd) cardioversions. On (B)(6) 2016, the patient underwent an emergent pump exchange. No additional information was provide.

Manufacturer narrative:
Additional information: it was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. No product was returned for evaluation. Although the submitted system controller log file confirmed the reported low flow alarms a direct correlation between the device and the reported event could not be conclusively established through this investigation. Review of the submitted log file showed an estimated flow range of 2.3 to 2.4 lpm, which fell below the low flow threshold of 2.5 lpm, for the duration of the log file. All of these low flow events resulted in a low flow hazard alarm. The system otherwise appeared to show normal device operation above the low speed limit for the duration of the log file. No other atypical alarms were captured. Cardiac arrhythmia and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.